Event description:
Additional information was received indicating the t wave oversensing was post paced. Reprogramming was performed at recommended by technical support to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, t wave oversensing was observed on the device. Technical support was contacted for reprogramming advice. No intervention has been performed at this time. The patient was stable and will continue being monitored.